Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, low sensing was observed. Lead revision is planned. Patient is in good condition.

Event description:
New information received noted that the lead was replaced.